Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic robotic gastric bypass, excessive force indicator was displayed several times when firing two reloads. The issue started when the software was updated. Another handle and adaptor was used to continue the case. There was no patient injury.